Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of the reported condition was assigned to depleted main batteries. The main batteries were replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A device history review was performed with no exceptions during manufacturing found. A service history review revealed the device has been previously sent into service for the reported condition of damaged battery. During previous service on (B)(4) 2011, (B)(4) 2010, (B)(4) 2008 for damaged battery, the main batteries and harnesses were replaced. During fca upgrade on (B)(4) 2007 the main batteries and harness were replaced per protocol.

Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.